Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: the black box showed dates from (B)(6) 2016. Black box data from the date of complaint has been overwritten due to continued patient use. Current black box records showed no evidence of short battery life or battery alarms. The alarm history showed no evidence of a battery alarms. On investigation, the pump powered on using the returned battery cap, which was able to fully tighten. Electrical current draws were within specifications. Neither a battery life issue nor alarm issue was duplicated during investigation. There was no evidence of moisture or loose components inside pump. Investigation did not confirm or duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.